Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown at the time of incident. Customer stated that the buttons would not work and received an unexpected restart alarm after battery has been removed. No troubleshooting was performed on unexpected restart and keypad anomaly. Customer was advised that the insulin pump will be replaced and is expected to return for analysis.